Event description:
An attempt was made to use a driver spring rapid exchange balloon (3.50x15mm) to treat a severely calcified lesion with 75% stenosis in the distal right coronary artery. The physician noted that pressure in balloon was not maintained. At this time, the patient suffered cardiac arrest, physician withdrew device and managed cardiac arrest with intra-aortic balloon pump and cardiac message. When the patient's condition improved the physician attempted to deliver a competitor's device to distal rca but felt resistance in the mid rca where he noted that driver sprint stent had dislodged. The physician attempted to withdraw competitor's device, which also dislodged. The physician dilated and deployed both stents successfully at proximal and mid rca. A competitor's device was successfully deployed at distal rca. No dissection or coronary vessel rupture was observed. Investigator indicated that no health hazard was caused to the patient.

Manufacturer narrative:
(B)(4). Evaluation, results: previous acute myocardial infarction. Acute myocardial infarction and systemic stent embolism. (Root cause of the cardiac arrest could not be determined). Evaluation, conclusion: previous acute myocardial infarction. Evaluation summary: the device was returned for evaluation. A pinhole leak was observed on the proximal balloon pillow. The leak site was outside a balloon fold with scratches evident on the distal side of the leak site. Please note that (B)(4) is distributed outside the us, however it is similar to the us approved product (B)(4).